Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has only been on the insulin pump for 2 days. Customer had a high blood glucose reading but no issue with the pump. Customer just miscalculated and did not give enough insulin. Customer stated that she had a low blood glucose reading of 40 mg/dl this morning. Customer indicated that he is having his settings adjusted and stated that the pump is fine. Customer reported that he is just new to the pump.